Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use, an 840 ventilator had a faulty oxygen sensor (o2); it had an issue with o2 monitoring. The patient was transferred to another ventilator and there was no harm to the patient as a result of the event. The unit passed testing and operated within the manufacturing specifications

Event description:
It was reported an 840 ventilator had a faulty oxygen sensor. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. The service engineer inspected the device and replaced the o2 sensor. The ventilator passed all testing and operated within the manufacturer's specifications.